Manufacturer narrative:
A qualified service engineer evaluated the transducer based on the customer complaint. The service engineer confirmed the physical damage to the transducer, specifically a hole in the transducer's lens with exposed metal underneath. The customer's complaint was addressed by providing information for a replacement. No further information is available.

Event description:
It was reported the c10-3v transducer had a hole in the lens with electronics exposed. The transducer was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this issue. Information was provided regarding replacement of the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.